Manufacturer narrative:
Part 488.076, lot l553273: manufacturing location: (B)(4). Release to warehouse date: august 25, 2017. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: the device was inspected for all the features pertinent to the complaint condition. All the measurable features pertinent to complaint condition have been found conforming to specification. The functionality of the angular mechanism was found conforming. The device history record reviews including components show that the devices met the specifications at the time of manufacturing. Visual inspection revealed that the cross recess in the screw head of the green locking screw worn out in use, suggesting possible poor handling. Using the correct size of cross tip screwdriver, the locking screw nevertheless could be unlocked and subsequently the device functionality was found to be as per its intended use. No manufacturing related issue was identified and/or confirmed. The device passed the functional test successfully. The event as per event description could not be duplicated, the complaint therefore cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Incident occurred during simulation. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device was checked by doctor before proceeding with surgery on (B)(6) 2017. During the simulation, the angulation mechanism of the device (alveolar distractor) was not functioning properly. The green fixation screw was difficult to rotate and the device could not angulate smoothly even after the green fixation screw was loosen. Incident occurred during simulation phase and not during surgery. No consequences to patient reported. This report is for one (1) ti alveolar distractor with straight plate 16mm. This is report 1 of 1 for (B)(4).